Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the october 2020 complaint review board (crb) did not find an increasing trend for the reported issue of ¿pca tampering'. Based on the crb review and the limited information provided no further investigation actions will be performed. The reported issue that there was a pca tampering issue using keys purchased by patients could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : no product returned.

Event description:
It was reported that there was a pca tampering issue using keys purchased by patients on ebay. The patient reportedly infused a bolus hydromorphone. There was no reported patient impact. Although requested further information not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was a pca tampering issue using keys purchased by patients on ebay. The patient reportedly infused a bolus hydromorphone. There was no reported patient impact.